Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was dependent and had heart block. Subsequently the device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was dependent and had heart block. Subsequently the device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.